Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked near the distal end. As received, the working channel sleeve did not protrude. However, a functional assessment was performed and maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. A functional assessment for visualization was performed. The reported complaint incident of ¿no visualization¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. A functional assessment for passability was performed. A guidewire was frontloaded and backloaded; no resistance was felt when advancing the accessory in either direction. Another guidewire of different size was then backloaded through the distal end of the device. Resistance was observed in the breakout mold inside of the handle. The handle was opened and the breakout examined. It is likely that the two halves of the breakout were not properly aligned during the welding process, creating a small ridge that the guidewire was catching on. The reported complaint incident of ¿difficult/unable to advance accessories¿ was confirmed. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal working channel sleeve braid strands remaining attached to the pebax, appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a spyglass ds procedure performed on (B)(6) 2018. According to the complainant, during procedure, when the spyscope ds was connected to the controller, no image was displayed. In addition, they had difficulty advancing non-bsc guidewire through the spyscope ds several time which was described that there was something at the hand base side. There were chances that the guidewire would come out through the spyscope ds, but there were times that it did not come out. They noticed that the guidewire would advance when it was inserted from the hand base side and would not come out if it was inserted from the tip. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.